Event description:
It was reported the camera head had an abnormal image. The issue occurred during preparation for use for a therapeutic laparoscopic surgery, that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: since the camera cable failed, the internal charged coupled device may have malfunctioned. Therefore, it is assumed that normal communication was not possible, resulting in no image output. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.